Event description:
Caller reported that pump battery was depleting too fast. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.